Event description:
During a robotic hysterectomy, dr (B)(6) went to use the vessel sealer. The scrub nurse tried putting the vessel sealer into the robotic arm but the instrument was not recognized by the robotic arm and it would not advance into the belly. The instrument was removed and the procedure was completed using ligasure. No pt harm was reported.